Event description:
Healthcare professional reported a patient was injected with juvéderm® voluma¿ xc in the nose for liquid rhinoplasty. It was noted there was a "vascular occlusion" as patient "started developing reticular formations in the area injected". Patient was treated with hylenex and hyperbaric chamber. Patient currently has no visual disturbances, but injector has engaged with an opthalmologist in case it progresses. Event ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.